Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One (1) impl tapered scr-v ha 3.7 mm 3.5mm 10mm (tsvh10) was returned for investigation (image attached in complaint). Visual evaluation of the as returned product identified the implant fractured at the collar. Human bone was seen attached to the body of the implant as well. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. (Fractured) pre-existing conditions noted on the per was unknown bone density type. The reported device was located on tooth 36 (fdi) and was used for approximately 5 years 10 months. The customer did not provide any pictures or x-rays. Per the applicable IFU, patient factors such as severe bruxism, clenching, and overloading, may cause component fracture. DHR review was completed for the subject lot number (62135396). It was confirmed that all operations and inspections were executed as per applicable procedures. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was completed for the subject lot number (62135396) and no other complaints about nonconforming products were identified. August post market trending was reviewed and there were no actionable events or corrective actions for the reported event (fractured implant) or product (tsvh10). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient's weight unknown / not provided. PMA/510(k) number: k011028 and k013227.

Event description:
It was reported implant removed due to fracture.